Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm. Customer's blood glucose was 409 mg/dl. The customer stated she had bolused for her blood glucose. She also mentioned she was able to rewind her insulin pump and insulin was able to exit. No additional information provided.